Manufacturer narrative:
The hbsag reagent lot number was 812808. The reagent expiration date was requested, but not provided. For all other reagents, the reagent lot and expiration date were requested, but not provided. Controls were within range prior to the event. The field service engineer determined the issue was related to a reagent probe. The issue was resolved by the engineer and the device is working within specifications after service actions were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for samples collected from seven patients and tested on the cobas 6000 e601 module. Results for the following assays were questioned: elecsys hbsag, elecsys anti-hbc, elecsys anti-hbe, elecsys hiv combi pt, and elecsys anti-hbs.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.